Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, (B)(6) 2026 patient was left with a triple lumen foley catheter for bladder irrigation as ordered by the physician due to his condition, the ureter inlet was connected and opened for bladder flushing fluid found no fluid coming out, the catheter was re-replaced.